Event description:
Complainant alleged that while attempting to monitor a pate, the device dropped from the gurney and the device's display was no longer legible. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.